Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during coloproctology and gynecology surgery (endometriosis), the dissector worked well for approximately two and a half hours. These first two hours were being used by the coloproctus. After two hours the coloproct provided the dissector to the gynecological surgeon, who used it for approximately half an hour, when the dissector's jaw had broke off the active tip. Therefore approximately 2:30 hours of normal operation. However, the tip that broke off, fell into the abdominal cavity. Broken piece was being withdrawn with permanent instruments. Surgery ended without replacement of the dissector with another device. There was no patient injury.